Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and the screen did not turn on. The bllod glucose level of the customer was 114 mg/dl. The insulin pump was just beeping and had a red dot flashing. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump was received with missing segments or partial display due to moisture damage found on the electronic assembly during visual inspection. The insulin pump passed the self test and displacement test.